Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted due to wound redness and swelling following pacemaker implant. The patient received debridement treatment. The patient was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-15935; 2938836-2019-15936; 2938836-2019-15937. New information received notes that the pacing system was explanted due to the patient¿s condition. The leads were explanted due to infection combined with antibiotic intolerance. The patient was doing well.

Event description:
Correction: new information received notes that the pacing system was explanted due to the patient¿s condition. The pacemaker and leads were explanted due to infection combined with antibiotic intolerance. The patient was doing well.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.